Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) system was deactivated and an inappropriate shock was delivered. The patient then presented to the emergency room where they were admitted for further observation. The suspected cause of the inappropriate shock was attributed to air entrapment in the distal part of the electrode. Provocative maneuvers were the completed with noise unable to be reproduced. An x-ray was performed, however the presence of air was unable to be confirmed. The device was then reprogrammed from the secondary to the primary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) system was deactivated and an inappropriate shock was delivered. The patient then presented to the emergency room where they were admitted for further observation. The suspected cause of the inappropriate shock was attributed to air entrapment in the distal part of the electrode. Provocative maneuvers were the completed with noise unable to be reproduced. An x-ray was performed, however the presence of air was unable to be confirmed. The device was then reprogrammed from the secondary to the primary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.